Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was received and an evaluation was conducted. The complaint was confirmed. Device history record review revealed nothing relevant to this event. Evaluation revealed the screw was broken at the thread; the as-received condition of the screw prevented further testing. The broken distal end of the screw was not received for evaluation. Complainant's event is typically caused by not inserting the implant co-axial to the bone tunnel, prying or leveraging while still loaded, improper bone preparation or flexing the joint during insertion. The potential causes of this event are being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that the surgeon screwed in the tibial screw ar-1360b during an acl operation, when the screwdriver was knocked out, the screw broke and got stuck on the screwdriver, it was not removed from the screwdriver ar-1386. There was no harm for the patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery. Follow-up investigation: the broken part of the screw is stuck on the screwdriver and has been removed from the patient's body. The other part of the broken screw is stuck in the patient.